Event description:
It was reported during a routine removal surgery, an x-ray was taken on (B)(6) 2023 (event date) and showed a metal fragment from the acu-loc 2 vdr t-guide locking bolt that had likely been in the patient since the initial implant procedure. The initial implant date was in (B)(6) 2022. All hardware and the fragment were able to be removed. No adverse patient consequences were reported. It was reported the locking bolt and plate were not available for return. Device information (batch/lot) is unknown. This report is related to report number 3025141-2023-00133 for the locking bolt involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.